Event description:
The customer stated that she was hospitalized with a high blood glucose of 360 mg/dl. The customer stated that she was scheduled to have surgery that morning, but due to her elevated blood glucose, she was sent to the emergency room. No troubleshooting performed at the time of the call. Advised the customer to call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.